Manufacturer narrative:
The device passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The device was monitored and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer receive a low battery alert prior to the replace battery. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer will be returned insulin pump for analysis.